Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: visually inspected: organic matter was present. Complaint could not be verified. Perforator was found to meet all acceptance criteria. Tested within the specifications (IFU testing, functional test).

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported " the codman perforator did not automatically stop as designed to its function". There was no injury to the dure and is is unknown if the event led to surgical delay.